Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted the day of the call and was very upset the healthcare provider put the ins in the wrong spot which was causing them excruciating pain. The patient reported that they were sent home with an open wound and very minimal pain medication which was hardly helping and they were very upset. The patient was redirected to their healthcare provider and noted having an appointment in 2 weeks. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that their controller was not holding a charge, so they couldn¿t change the program. It was later reported that they had tried all 7 programs, and nothing worked for them; their incontinence was worse. The patient stated that they wanted the device to be taken out. They reported that area where they put the battery, on the left side, was not supposed to go on the left side, because of their previous abscess on the left side. It was also noted that theydid not put in an antibiotic sleeve for the battery, and now they have an infection, another abscess. They stated that the ins site is swollen, red, and infected. The patient scheduled an appointment with a surgeon for (B)(6) 2019 as a consult to have the device removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the ins was in the wrong location. However, the patient did not have any therapy complaints. The rep was informed of the situation and provided clarification: the ins was positioned on the right side, same as before, but not in the same location as the old ins due to previous infection. Everything with surgery went as planned; from a product and procedure perspective, surgery was sound, and no issues were noted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H6: codes update due to new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.